Manufacturer narrative:
Diagnostic/functional testing of the actual device was performed at the philips authorized repair facility. Results of functional testing indicate the speaker is defective. The bench repair technician (brt) replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The device was operational after repairs were completed.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
The customer reported a speaker error message occurs sporadically. The device was in use on patient at time of event, there was no adverse event reported. It was determined the speaker is defective and was replaced.